Event description:
The stent migrated as it was being inflated on the lesion site. It was used in sma. The aorta was calcified and the renal site was ostial. Resistance friction was encountered while advancing the balloon because the target lesion was tightly stenosed. There were no other device anomalies noted.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.